Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent became explanted. The 80% stenosed, target lesion was located in the ostium of the heavily calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with a 3.0x12mm apex, 3.5x15mm nc apex, and a 3.5x10mm cutting balloon. Next, an ion stent delivery system (sds) was advanced. The stent was deployed at 14 atms and was fully apposed. Reportedly, due to anatomical factors, the non-bsc guide catheter became deep seated in the lesion and caught the ion stent causing the stent to be pulled back proximally. Using a snare, the stent was successfully retrieved. The procedure was completed with a 3.5x24mm ion stent. No additional patient complications were reported and the patient's status is fine.